Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results. The patient reported blood glucose results of ¿161, 170, 172, 181, and 177 mg/dl¿ with a lifescan meter and ¿143, 119, 130, 126, and 128 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. This complaint is being reported because the reported results did not meet lifescan's precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (07/09/2014). The lay user/patient¿s meter has been returned, and was evaluated by lifescan product analysis on 07/07/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.